Manufacturer narrative:
D4: lot number: unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: manufacture date: unknown due to uknown lot number the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that they had a glidesheath slender (gss) in the patient. At the time of removing the balloon catheter, the sheath crumpled at the site where the hub and the sheath meet. The patient was not injured during the exchange. The procedure for the patient at the time was a lower leg extremity angiogram intervention. There was no patient injury and/or required medical or surgical intervention. Additional information was received on (B)(6). 2023: there were difficulties with the sheath. The physician did not note any specific spasm that may have led to crumpling of the sheath. The sheath was not broken apart; simply changed shape during this step in the exchange, it only changed shape. To resolve the issue and continue the procedure they removed all devices. Yes, they were able to continue the procedure as planned. The estimated blood loss was less than 250cc. The patient was in stable condition. Additional information was received on (B)(6). 2023: the patient had been given 4000 units of heparin.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device has been returned for evaluation. One 6f gss sheath was returned for assessment at terumo medical center. The sheath was subject to visual analysis. There was a crimpled region of the sheath adjacent to the hub. The complaint can be confirmed for sheath mechanical damage based on the state of the returned sample. The exact root cause could not be determined. The likely root cause is that the balloon used in the procedure was not fully deflated during withdrawal, which could have caused it to pull the sheath out with it and cause the sheath to crumble under compressive forces. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.